Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical resection through general anesthesia for radical thyroidectomy, the doctor used the ultrasonic knife to touch the gauze at about 11:00. Then, a phenomenon of burning gauze occurred, and after the gauze was removed, the skin burn was found to be about 0.2 cm by 0.3 cm. The surgeon immediately used a scalp needle to take a 2cm length of hose into the ultrasonic knife head, in order to increase the insulation length, to avoid re-burning.